Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display and a constant tone as a result of a corroded electronic and motor assembly. Further testing was not performed due to the frozen display.

Event description:
The customer reported that she accidentally went in the pool with her pump on twice. The customer stated that condensation under the screen, unresponsive up and down arrow buttons, and a constant tone was observed. No further information was provided.